Event description:
The patient reported that their omnipod 5 controller/personal diabetes manager (pdm) had not been holding charge and, the week prior, the battery had drained completely of charge 7 hours post-charging. The patient noted that the power adapter plug became very warm at that time and continued to feel warm to touch intermittently, while the pdm itself did not feel warm. After that day, the battery performance returned to normal, though the adapter occasionally still felt warm. No harm to the patient was reported, nor the requirement for medical assistance. A replacement cable and adaptor were issued to the patient.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.